Event description:
It was reported that the user received repeated alert 38 motor stall notifications on the ilet pump, experienced elevated glucose readings up to 291 mg/dl and performed restarts; a guided dry run to 120 units without supplies was successful, and all infusion supplies were replaced, including a contact detach set, cartridge, and connector, after which the system functioned normally. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.